Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received with no physical damage found on it. The event history log was reviewed and there was no evidence of the reported issue. The pump was powered up and the reported "error 41625" issue was able to be duplicated. The error is due to excessive current draw by the motor. The motor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical pump presented with error 41625. There were no reported adverse events.